Event description:
(B)(4). I had essure done in (B)(6) 2012. Since the middle of 2014 I've had severe pain in pelvic and abdominal area. I've had a pelvic exam, all came back normal. My hair is falling out, im weak, I have no energy what so ever. Im constantly anemic. I have not gotten an x-ray done at this point but due to my pain. My dr. Wants to do a hysterectomy. Im not happy about it because im still to young.